Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet pump, with a highest glucose of 186 mg/dl for about one hour, during a period of reported increased insulin usage, cartridge changes, and observed bubbles in the line and connector; guidance was provided to remove all bubbles, verify for leaks, and attach the connector after the cartridge is seated to prevent misalignment, and to consider training and site rotation due to scar tissue. Symptoms included elevated blood glucose without ketones or acute complications. Outcomes included no alerts above 300 mg/dl, no use of backup therapy, no medical intervention, and no need for assistance. Investigation included telephone troubleshooting, user education on cartridge and connector handling, reservoir preparation, and infusion site management, with a referral for additional training. Investigation of this case revealed potential user handling issues related to connector alignment and infusion set preparation, and possible site absorption variability, with no evidence of device malfunction or alarm conditions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.